Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated on 5 occasions during use. The following information was provided by the initial reporter: material no. 928858 batch no. 9217442. It was reported that shields are difficult to remove and the needle hub separates.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the shields are difficult to remove and the needle hub separates. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9217442. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was created. The shield carrier was examined and found to have debris in the carrier. Corrective action: cleaned shield carrier. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated on 5 occasions during use. The following information was provided by the initial reporter: material no. 928858 ,batch no. 9217442. It was reported that shields are difficult to remove and the needle hub separates.